Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not working correctly. Customer is experiencing high blood glucose. The insulin pump is not delivering insulin. The customer woke up with 360 mg/dl. The current blood glucose reading is 215 mg/dl. Customer stated that this blood glucose reading is high for him. Nothing further reported.